Event description:
Information received from the field does not address the patient's clinical status but notes that post implant ventricular lead impedance measured at 265 ohms in the bi- polar configuration and 330 ohms in unipolar. The physician elected to leave the device in bipolar pace/sense. The patient later developed five-second pauses. When the lead was replaced, the pauses were still evident. Therefore, the pulse generator was replaced.